Manufacturer narrative:
The pump was received with a motion sensor test failure error alarm, and a motor error alarm during rewind. A motor position encoder error alarm was confirmed in the alarm history due to an out of phase motor encoder signal. Unable to perform the displacement test due to the motor error alarm. No motor noise was noted during testing. The drive support disk was inspected and no anomaly was noted. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was 61mg/dl. The customer received motor position encoder error and motion sensor test failure alarm. The customer was assisted with troubleshoot. The drive support cap was noted to be flushed. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.